Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2012. The information obtained from the device showed that the device failed a weekly self-test on (B)(6) 2012 because of a low battery. The device would have gone into fault mode with the status indicator flashing red and the device emitting an audible warning message. The customer replaced the pad pak and the device resumed to perform to specification. Following this there was evidence that the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2012 and continuing consistently up to (B)(6) 2012. Investigation did not confirm a fault with the device or any component in the device. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. The device switching itself on would have the effect of filling the memory and eventually depleting the pad pak. The returned pad pak (lot 662) was not depleted. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.